Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had normal blood glucose levels of 97 mg/dl. The customer reported a failed battery test alarm from the insulin pump. Troubleshooting was not completed because the customer did not have a new battery to install on the insulin pump. The customer was advised to call back should the issue persist. No additional information was provided.